Event description:
During review of the in-house programming/diagnostic history database, high impedance was identified on (B)(6) 2013. The device was programmed off on (B)(6) 2013. No known relevant surgical intervention has been performed.

Event description:
The device was programmed off on (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Evaluation codes, corrected data: the initial report inadvertently reported the results and conclusions incorrectly. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported the date of disablement incorrectly. Device manufacturing records were reviewed. Review of manufacturing records confirmed all quality tests were passed prior to distribution.